Event description:
It was reported by service report that improper restraints were being used. No adverse consequences have been reported.

Manufacturer narrative:
The customer was not following instruction in the operating manual for proper restraint strap use.